Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5146462.

Event description:
It was reported via voluntary report that the right ventricular lead exhibited unspecified over-sensing and unable to measure capture threshold. Further information was not provided.